Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer¿ k2e 3.6mg plus blood collection tubes there was a discrepancy in platelet count vs. 4ml k2 edta tube. This occurred on 13 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: discrepancy between the results obtained of the platelets count with a 4ml k2 edta tube (368861): 180.000 plts and a 2ml k2 edta tube (368841) : 130.000 plts with the same healthy patients blood samples. After investigations of our application dep, it shows that the problem occurs, despite of the best phlebotomy practices that were respected by the nurses.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/14/2021. H.6. Investigation: bd received 100 samples for investigation. 60 customer samples were analyzed for edta content. While results were found to be slightly below specification (2.60 mg edta with a range of 2.65-4.85 mg edta), the amount of edta present was satisfactory for functional performance (1-3 mg edta per ml of blood). According to report r92-92-ma-473 vacutainer k2edta tubes: an evaluation of various additive to blood ratios on haematology parameters and manual wbc differentials using blood collected from normal donors (copy attached to this report) it was determined that the acceptable functional clinical performance of k2edta tubes ranges from 1 to 3 mg per ml of blood." From the results of the returned tubes it was determined that the blood to additive ratio of those tubes is 1.3mg and within the acceptable range of that report. The retention samples were also tested for edta content and they were within specification limits. In addition, retention samples from the same lot were further evaluated. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot (retention) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of complaint and control samples indicated that the edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for erroneous results based on the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes there was a discrepancy in platelet count vs. 4ml k2 edta tube. This occurred on 13 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: discrepancy between the results obtained of the platelets count with a 4ml k2 edta tube (368861): 180.000 plts and a 2ml k2 edta tube (368841) : 130.000 plts with the same healthy patients blood samples. After investigations of our application dep, it shows that the problem occurs, despite of the best phlebotomy practices that were respected by the nurses.